Manufacturer narrative:
The customer technical specialist (cts) assisted the customer in troubleshooting, and recommended cleaning the probe and probe wipe. The customer cleaned the probe and probe wipe, resolving the leak. Beckman field service was not dispatched for this event. Failure mode of the leak was related to dirty probe and probe wipe. Beckman coulter internal number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the probe in the coulter ac t diff 2 analyzer was leaving a drop of fluid on the tube tops following sampling. The leak was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.